Manufacturer narrative:
Device evaluation summary: the visi-pro was inspected and observed: the stent remained loaded on the balloon segment of the catheter. The distal tip and the stent were viewed under microscope. No damages or anomalies were found to the visi-pro unit. Functional testing: a 0.035" guidewire from the lab was loaded the visi-pro catheter. The outer diameter of the catheter was measured where the stent was loaded (distal 0.109¿, medal 0.1015¿, proximal 0.093¿). Image inspection: cine images were analyzed, which showed a catheter encountering resistance while attempting to cross through to the suspected target lesion. Contrast was injected and showed a restriction at the area of perceived encountered resistance. A subsequent catheter insertion shows contrast injected without a restriction. Which was followed by a balloon expanding stent deployed. The balloon shows the proximal and distal ends of the balloon expand first. Directly followed with the body of the expanding deploying the stent. After the stent is deployed the cine shows the implanted stent being subjected to post-dilation. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visi-pro balloon-expandable stent to treat a 30 mm chronic total occlusion with little calcification in the subclavian artery. The artery was 9mm in diameter and had little tortuosity. The visi-pro was prepped as per the IFU with no issue identified. The procedure used a 7 fr 11 cm introducer sheath and a 7fr guiding catheter. The guidewire used was 0.035" x 260 cm. The vessel was pre-dilated using a 5x20 pta balloon at 10 atm for 1 inflation. The stent did not pass through a previously deployed stent. It was reported that the stent was advanced to the lesion, but could not pass through the lesion and stent deformation occurred. No resistance was encountered during advancement, no excessive force was used. The device was removed and the artery was post-dilated using a 12x20 pta balloon at 7 atms for 1 inflation. The procedure was completed using another medtronic device with no further issues. No patient injury was reported.